Event description:
A facility reported that a pt suffering from alzheimer's disease, allegedly fell from the couch after the completion of the exam. The fall is alleged to have resulted in a broken nose that required plastic surgery.